Event description:
The customer originally returned their olympus evis exera ii ultrasound gastrovideoscope due to an unspecified air/water issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the forceps elevator had foreign material present. This report is being submitted to capture the foreign material noted during the evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Air was not flowing out of the tubing due to a clogged. Additionally, as noted, the forceps elevator had foreign material present. Furthermore, the adhesive on the distal end was detached. The connecting tube, grip, distal end, universal cord, and connector were all scratched. The cover had some discoloration noted and the knob was dirty. Due to wear and deformation, the angle wire, bending tube, nozzle, and air way tube were all out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Customer confirmed the event occurred during reprocessing of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up and correction to g3. B5: updated with additional information received from the customer. G3: correction to g3 of the initial medwatch. The aware date should be 22-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the foreign material in the forceps elevator could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.